Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 350cc mentor smooth round moderate plus profile saline breast implants. Post-operatively, the patient experienced bilateral deflation of her prostheses, which was confirmed during a physical exam. As a result, the patient underwent bilateral removal and replacement with 475cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-13250 for the contralateral event.

Manufacturer narrative:
Mentor received the device for evaluation and completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: during the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed two (2) tears (a & b) on the anterior view, measuring approximately less than 0.1 cm each. Microscopic examination was performed on the edges of the ruptures (a & b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).